Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to excessive vaulting. Subsequently, the patient experienced elevated intraocular pressure. The lens was not exchanged for another lens. There was recurrent occlusion of laser iridotomy sites. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4).